Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. In addition, the "dry" condition reported is associated with evaporation of the reservoir fluid. It has been verified that dry pumps will function properly once the air has been removed from the reservoir/flow path prior to implant. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
The sales rep reported that when the rn emptied the pump, it was dry. The rep then gave instructions to free the air inside the pump. The directions were followed as explained. It took nearly 40 minutes for this process to be completed and an additional 15 minutes for the heater to cool down. Due to the wait time, the md felt that it was necessary to file a report.